Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was not charging and the battery gauge was observed to be fluctuating resulting in a pump shutting down. Additionally, it was reported that a minimum fill notification occurred. Customer's blood glucose level was 163 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.